Event description:
"Nurse laid stylet down after withdrawal from catheter. It is not known at this time whether clip was covering tip of stylet. When nurse picked stylet up, clip was half way down shaft of needle-nurse received needlestick. Location of needlestick is unknown at this time. Facility protocol for needlestick injury followed, pt is being tested."